Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2326 is being used to capture the reportable event of inflammation. Patient code e1906 is being used to capture the reportable event of infection. Patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that a patient who underwent spaceoar placement on (B)(6) 2024, reported perineal and anal pain one month after completing radiotherapy on (B)(6). Initially, a pseudoaneurysm was suspected, but an examination and contrast computerized tomography (CT) scan on (B)(6) 2024, ruled it out. However, the CT scan revealed bulging of the hydrogel at the spaceoar site, suggesting it might be the cause of the pain. The patient had previously visited a proctologist, who ruled out hemorrhoids, and a CT scan on (B)(6) 2024, suggested an aneurysm, but this was later confirmed negative. Blood tests showed slightly elevated c-reactive protein and white blood cell count levels, but no significant signs of infection. The patient will continue to take their regular prescription of loxonin and be monitored for any changes. The physician suspects an infection, but the exact cause of the pain remains unclear. Further reports indicated that the drainage is not being performed, antibiotics are being continued, and during a recent outpatient visit, the pain in the perineum was slightly decreasing. If the pain continues to worsen with continued medication, drainage will be performed.